Manufacturer narrative:
A company service representative examined the system. The hub roller was replaced. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "unable to prime." (Failure prime); "received a cassette blocked message" (device displays error message). The materials manager reported receiving a system message and inability to prime the system. The materials manager noted they had difficulty getting the cassette to stay in the system during setup at the beginning of the day. The system was switched out and the cases were completed. No pts had arrived for the day, therefore no pt impact occurred.